Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that the dimension exl 200 instrument outputted a falsely depressed sodium (na) result on a patient sample. The customer noted that the standard a solution and salt bridge solution were low and replaced and primed all consumables. Then, the customer replaced the integrated multisensor technology (imt) tubing and sensor, adjusted the pump rate, and performed a super condition. The customer ran quality control (qc) and corrected the dilution check bias. Next, the customer flushed the salt bridge tubing with deionized water and reattached the tubing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, primed the instrument with standards, diluent, and flush, noticed air bubbles inside the instrument, checked the metering and flush pumps, reconnected standards, diluent, and flush containers to the imt system, replaced peristaltic x-tubing, and aligned the pump. Then, the cse ran precision test, which recovered acceptably. Siemens further evaluated the event and concluded that the presence of air bubbles inside the imt system, addressed with the service actions above, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. The sample was repeated several times on the original instrument, and the results were not reported to the physician(s). Subsequently, the customer processed quality control (qc), which recovered acceptably. Next, the customer reprocessed the sample on the original instrument. The repeat result, obtained after processing qc, was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.